Event description:
In 2006, the customer reported to bsc that during a colonoscopy procedure for a male patient (age unk), the resolution clip device broke into pieces during deployment. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our direction for use outline appropriate placement, access and maintenance procedures.